Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report an unresponsive keypad, a bad battery alert, a failed battery test alarm, and that the time was incorrect. The customer's blood glucose level was 194 mg/dl. No further details were obtained because the customer had to disconnect the call.